Manufacturer narrative:
A ge rep evaluated the system and replaced a blown fuse. The system operates as intended.

Manufacturer narrative:
A ge rep evaluated the system and replaced a blown fuse. The system operates as intended.

Event description:
The customer reported that both of the monitors and the monitor cart were unable to be powered up. This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of injury or death associated with the event described in this complaint.